Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a routine device check. Upon device interrogation, the device exhibited multiple inappropriate auto mode switch (ams) episodes. Upon review, it was noted that the inappropriate ams episodes were due to atrial lead noise. The noise was reproducible with isometrics. The patient was asymptomatic. All lead measurements were within the normal limits and stable. Programming changes were made. Isometric exercises were repeated, and no inappropriate mode switching was observed. The patient remained stable and will continue to be monitored.